Manufacturer narrative:
H3: device evaluation summary: medtronic conducted an investigation based upon all information received. The device was/was not available for evaluation. One air proportional solenoid (psol) was returned to medtronic for further evaluation. Visual and functional testing noted no anomalies. The reported issue for backup ventilation alert was not duplicated. The analysis determined no fault found as the delivered psol performed normally. The event was isolated in the field to a potential fault with air psol; however, the returned component was analyzed and there was no fault found. With the information available a likely cause could not be determined. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality s pecifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation: a service engineer (se) inspected the device and replaced the air proportional solenoid (psol). The ventilator passed testing, operated within the manufacturing specifications and was returned to the customer. The replaced psol was received by medtronic on 2020-may-28 and is currently undergoing further investigation. Once the investigation is completed, a follow up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that while in use on a patient, the fraction of inspired oxygen (fio2) setting was changed and the 980 ventilator alarmed with a device alert breath delivery (bd) background error. It was noted that the unit continued to deliver breaths and the customer reported that they believed the unit to have gone into back up-ventilation. The patient was placed on an alternate ventilator and there was no harm to the patient as a result of the event.